Event description:
The MFR received an injury requesting a service manual through the company website. The inquiry stated that they had purchased a millennium ventilator and it failed. Per the request, the contact stated that they would like to try and repair the ventilator.

Manufacturer narrative:
The MFR received an inquiry through the website asking for a service manual to be emailed to the reporter. Three email attempts and one phone call attempt have been made to obtain information regarding the event. The only information currently available is that a millennium ventilator failed. The type of failure and whether there was patient involvement is unknown. The serial number of the device is also unknown. The phone call attempt did allow for the MFR employee to speak with the reporter. Due to the language barrier no additional information was gathered. A (B)(4) search for the reporter's company found that the company supplies medical equipment to hospitals. The incident is being closed due to no response from the customer in regard to the email attempts to obtain information regarding the event.